Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system had a defect in the pedal as it was not capturing the images or recording. Review of the log file confirmed the reported malfunction. The customer later informed the rse that the operation of the pedal has returned to normal. The issue didn't reoccur and system was working as intended without any issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch pedal was defective, and images could not be captured. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.